Event description:
Additional follow up revealed that effective therapy was restored post operatively.

Event description:
Follow up revealed that the patient underwent surgery to have their lead explanted and replaced.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient had a possible lead fracture positioned at c-4. Reportedly, the patient experienced high impedances on their lead. X-rays was taken and did not show the problem. As a result, surgical intervention may be taken to address the issue.